Event description:
It was reported that on (B)(6) 2024 at the end of the case when the nut and collars were being applied. The nuts kept on falling out of the driver. The instrument was removed from the field. This was happening in the operating room. The procedure was successfully completed. There was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of (pec). Functionality issues cannot be evaluated through a photo investigation since the device was not returned, a dimensional inspection cannot be performed. The tip of the device is stripped. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Part number: 03.602.014. Lot number: t163008. Manufacturing site: tuttlingen. Release to warehouse date: 31-oct-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.